Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen appeared cloudy. The reporter confirmed being able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the display screen was clear and legible. The pump was opened and no damaged was observed to the display screen or display flex. The display flex was fully seated and secured in the connector. There was no evidence of internal moisture found. The original complaint could not be confirmed or duplicated. The display tint was normal, clear, and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.